Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having chronic sinus infections, beginning to experience throat dryness, scratchy, hard time swallowing, 2 episodes pneumonia, headaches, dizziness, persistent dry cough and mucus,nasal/throat irritation or soreness .there was no serious or permanent report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having chronic sinus infections, beginning to experience throat dryness, scratchy, hard time swallowing, 2 episodes pneumonia, headaches, dizziness, persistent dry cough and mucus,nasal/throat irritation or soreness .there was no serious or permanent report of patient harm or injury. Despite the three attempts, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. This this report b4 and g3 has been updated / corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. The patient has alleged having chronic sinus infections, beginning to experience throat dryness, scratchy, hard time swallowing, 2 episodes pneumonia, headaches, dizziness, persistent dry cough and mucus,nasal/throat irritation or soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.